Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and the lens tore in half upon insertion. The lens was cut out of the eye without any patient injury. The reporter indicated the incident was due to a loading error.